Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous, mid left anterior descending (lad) artery the 3.5 x 23 mm xience prime stent delivery system (sds) met resistance during advancing and could not cross the lesion; resistance was met during the attempt to remove the sds and the physician chose to deploy the stent in the lad near the target lesion. A second xience prime stent was used in the procedure without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance and the reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar failure to advance and the difficult to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.